Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2018 at 6.30 pm with blood glucose value was 375 mg/dl. The customer blood glucose level was 300 mg/dl at the time of incidence and the current blood glucose level was 260 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer reported that they did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. The device will not be returned for analysis.